Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call that the customer had been having unusual high blood glucose. The customer's blood glucose ranged between 277mg/dl-460mg/dl. The customer treated with insulin pen and customer stated they had ketones as well. The customer performed high pressure test and alarmed no delivery alarm. The customer was advised to monitor the issue and call back for further troubleshooting.